Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while priming. The customer stated that the alarm occurred three times and that the alarm cleared the settings on the insulin pump. The customer's blood glucose was 126 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer confirmed that she had also received the motor position encoder error alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and cracked battery tube threads.